Event description:
A (B)(6) male patient contacted zoll customer support to report that her monitor was displaying service code 109. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (code 109) has been confirmed. As received, the monitor was displaying code 109. The cause of the code 109 is corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The patient received a replacement monitor.